Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a275, serial # (B)(4), product type lead; product ID 977a275, serial # (B)(4), product type lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that impedance testing performed after the leads were connected to the implantable neurostimulator (ins) found that some impedances were over 40000 ohms, prior to inserting the device in the patient. It was further reported that while electrodes 0-7 had impedances around 900 ohms, electrodes 9-15 (except 13) had impedances over 40000 ohms. The leads were then disconnected from the ins, washed with clean gauze and distilled water, and were switched and inserted into the opposite ports on the ins. Further impedance testing was performed at that time; however, impedances over 40000 ohms remained. It was noted the issue had occurred with ¿all electrodes with bipolar¿ programming and that the issue occurred in the operating room with a new ins and new leads that were unpacked at the time of the procedure. There were no connection issues noted during the implant procedure. Further troubleshooting was performed whereby the leads were connected to an external neurostimulator (ens) with a multi-lead trialing cable. Impedance testing performed with the ens found all electrodes had normal values, with impedances around 900 ohms. As a result, it was determined that the impedance issues were ¿not caused by a problem of the electro des but was caused by the connection with the ins.¿ there was no blood adhesion noted in the connector during troubleshooting. The lead connections were consequently checked many times, however the issue of impedances over 40000 ohms remained. A second ins (the ins captured in this regulatory report) was used, however impedances over 40000 ohms were measured with electrodes 1, 7, and 15. It was noted that the ¿same event occurred with a new ins¿ and that ¿the system was eventually implanted when the data showed the smallest number of electrodes showed impedances over 40000 ohms.¿ it was stated that an ins and lead connector malfunction had occurred. Despite some high impedances remaining, the patient¿s stimulation was delivered normally and it was reported the issue was resolved at that time. The patient¿s stimulation was adjusted for the first time, two days later, on (B)(6) 2016. It was noted the patient had ¿pain in the wound site¿ at that time and that impedance testing performed at 0.7 v found that electrodes 1, 7, and 15 had impedances over 10000 ohms. The patient¿s stimulation was adjusted while the patient was in a dorsal position at that time. It was reported the patient¿s stimulation was delivered to all pain sites without using electrodes 1, 7, and 15 and that the patient was ¿very happy for the result.¿ the patient¿s second programming session was performed on (B)(6) 2016, when the patient¿s stimulation was adjusted with the patient in a sitting position. Impedances were measured at 3 v and were found to be more than 40000 oh ms with electrodes 1, 7, and 15. While no stimulation could be delivered from these electrodes as a result, the patient¿s programmed stimulation continued to be received at all of the patient¿s pain sites and the patient remained ¿very happy for the result.¿ the hcp noted the event ¿had no reproducibility whatsoever¿ and that he was worried as a result. As of (B)(6) 2016, it was noted the patient was discharged from the hospital, their subsequent condition was very good, and their therapy was effective. It was stated there was ¿no problem¿ at that time and the hcp was pleased. It was noted the patient¿s indication for use was failed back syndrome.